Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a constant tone and a keypad anomaly. The customer¿s blood glucose was 128 mg/dl at the time of incident. Customer stated that the insulin pump had a constant squeal and the buttons would not work after it has been exposed to water. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received an unexpected restart alarm and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with button error alarm, constant tone and had unresponsive all buttons due to moisture damage electronic assembly. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected alarm due to unresponsive button. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corners.